Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported that over the last 3 weeks they have had to seek medical attention due to either high or low blood glucose (bg) levels and diabetic ketoacidosis (dka). The patient's guardian did not provide specific bg levels, but did say they were "dangerously high," and ketones measured 1.6 mg/dl symptoms reported include hyperglycemia and numb legs. For all 3 events an ambulance was called from uniklinik koeln and nez koeln and treated the patient with insulin injections for high bg's and sugar for low bg's. The lg requested a replacement device and insulet will provide additional training with the device. This is incident 1 of 3.